Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 to october 31, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015 through (B)(6) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame september 1, 2015 through october 31, 2015.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). Qty (B)(4)- avaulta plus biosynthetic support system- anterior, sterile. Qty (B)(4)- avaulta plus biosynthetic support system- posterior, sterile. Qty (B)(4)- avaulta solo biosynthetic support system- anterior, sterile. Qty (B)(4)- avaulta solo biosynthetic support system- posterior, sterile .

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced erosion, pain, infection, unspecified urinary problems, unspecified bowel perforation, recurrence, vaginal scarring, right lower extremity edema, pelvic prolapse, urinary frequency, unspecified problems with emptying bladder, urgency, groin and suprapubic pain, spasms (muscle spasms), escherichia coli abdominal wound infection (bacterial infection), cramping at end of urine stream (cramps), overactive bladder and required additional surgical and non-surgical interventions.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2015 through october 31, 2015.

Event description:
Na.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame september 1, 2015 through october 31, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.